Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart was undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2018 that on (B)(6)2018 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation.the receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and boot was performed and passed. The receiver download was performed and passed. A functional test was performed and passed. The allegation was not confirmed because the device was able to fully boot up and log review did not show symptoms of an initializing screen without manual restart. The probable cause could not be determined.